Event description:
The dealer spoke to tech and stated he was getting a 5 wrench flash. He states you can just touch the left brake and it goes out of gear. The dealer then stated that maybe he was getting a 6 wrench flash he wasn't sure. Update 5/26/15 would not move - burned up right motor - no injury.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.